Event description:
This is report 1 of 3 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient was treated with tazicef (125 gm daily, route not reported) for the event. The patient was recovering from the peritonitis and discharged from the hospital after three days. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). A batch review of potentially associated lot numbers, h13j08115 and h13k15068, involved in this event will be performed. Should relevant additional information become available pertaining to the reported event, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13j08115 and h13k15068 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.